Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and confirmed that it was operating within specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt's certified diabetes educator reported that the pt was hospitalized in a comatose state in 2009. The educator stated that at the time of admission, the pt was not wearing an insulin pump and that the family could not locate the pump or supplies. The educator subsequently reported that at about 44 days later, she was advised by the pt's husband that the pt passed away. No further info is available at this time.